Event description:
This case is cross referred with the cases: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a (B)(6) patient (gender: not provided) who received treatment with synvisc one injection and after unknown latency had severe pain and swelling. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose, indication: not provided) in right knee. On an unknown date in 2017, after unknown latency, patient experienced severe pain and swelling. Corrective treatment: not reported for all events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and later had severe pain and swelling. Based upon the company investigation, the causal role of the product cannot be ruled out with the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.